Manufacturer narrative:
Conclusion: the investigation indicates that there is no evidence of a potential manufacturing issue. Surgeons often attempt to repair valves in lieu of replacing them due to improve long term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time.

Manufacturer narrative:
Additional information has been requested, but no new information has been received to date. The product has not been returned, and without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that annuloplasty ring in the mitral position, was implanted and explanted on the same day. No device failure mechanism and no adverse patient effects were reported; no reason for the explant was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.